Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of high and low blood glucose readings and hospitalization. The customer's blood glucose during time of hospital visit was 600 mg/dl. The customer had symptoms such as nausea. The customer also had low blood glucose of 29 mg/dl. The customer was treated in the emergency room. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to check the infusion set for air bubbles. The customer stated that the air bubbles are smaller than champagne bubbles. The customer was advised that troubleshooting is usually done with helpline over the phone.